Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter was received. Visual evaluation noted no obvious defects. Attempted to inflate the balloon and solution immediately leaked from under the inflation cap. This is a failure per ip7601841 rev 11 which states cuts in the lumens are not allowed. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be excess of temperature in the funnel. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked from the catheter after the user inflated the catheter. Per additional information received on 01jul2020, it seemed that there were no visible damage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the catheter after the user inflated the catheter. Per additional information received on 01 jul 2020, it seemed that there were no visible damage.